Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: no image was likely due to the advanced diagnostics and printed circuit board malfunction and the crystallization inside the control body and the scope connector could not be identified. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of blurry image. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection it was found that the device had no image and crystallization inside the control body and the scope connector. There was no patient involvement.